Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet assembly was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during preuse checkout. There was no report of patient involvement.